Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, high thresholds were observed despite multiple fixation attempts at different sites. The lead was explanted and the helix was found to be deformed. The procedure was completed with a replacement lead, no patient complications have been reported as a result of this event.